Manufacturer narrative:
Date of event: exact date unknown, event occurred over the year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted, and patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.